Event description:
This unsolicited case from united states was received on (B)(6) 2017 from patient. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and after unknown latency used crutches to walk and lot of water on the knee and after few days had pain in knee/ more pain in knee. Also device malfunction was identified for the reported lot number. Medical history included pain, knee replacement in left knee. Patient's overall health was excellent. Patient had no allergies. Patient had received cortisone shot in the right knee on (B)(6) 2017. Concomitant medications included multivitamins, doxazosin mesilate (doxazosin) and acetylsalicylic acid (asa). On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in right knee for right knee osteoarthritis. The package was opened maybe 10 seconds prior to him receiving the shot. On an unknown date in 2017, after unknown latency (couple of days after receiving the injection), patient had more pain after receiving the injection than he did before the injection. It was a different type of pain and also of an increased intensity than the pain he felt prior to the injection. A certain way he would move it seemed as if there was a rock in between the joint. He never had that type of pain prior to the injection. Patient also had to use crutches to walk and did not require this before the injection. Patient did not engage in any strenuous activities after receiving the injection and prior to the onset of symptoms. Patient saw physician on (B)(6) 2017 and was told he had fluid on the knee. Patient was referred to another physician and had an appointment for this friday at 14:00. Patient had received no further treatment to the knee to date. He expected that he might be prescribed some medication, but this had not yet been done. No blood work has been done yet, but he was informed that they would be doing some. Corrective treatment: crutches for walking difficulty, not reported for pain in knee/ more pain in knee and lot of water on the knee outcome: not recovered for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for use crutches to walk and device malfunction pharmacovigilance comment: sanofi company comment dated 20-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced walking difficulty, right knee pain and effusion. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.injection. It was a different type of pain and also of an increased intensity than the pain he felt prior to the injection. A certain way he would move it seemed as if there was a rock in between the joint. He never had that type of pain prior to the injection. Patient also had to use crutches to walk and did not require this before the injection. Patient did not engage in any strenuous activities after receiving the injection and prior to the onset of symptoms. Patient saw physician on (B)(6) 2017 and was told he had fluid on the knee. Patient was referred to another physician and had an appointment for this friday at 14:00. Patient had received no further treatment to the knee to date. He expected that he might be prescribed some medication, but this had not yet been done. No blood work has been done yet, but he was informed that they would be doing some. Corrective treatment: crutches for walking difficulty, not reported for pain in knee/ more pain in knee and lot of water on the knee outcome: not recovered for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for use crutches to walk and device malfunction pharmacovigilance comment: sanofi company comment dated 20-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced walking difficulty, right knee pain and effusion. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.